Event description:
It was reported that when using the bd pyxis¿ medstation¿ es a medication does not trigger a refill. The user stated that the medication had recently been reclassified from a controlled substance to a non-controlled substance, and followed this update, it failed to generate a refill trigger when stock was depleted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.